Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected and deployed in the right groin following a percutaneous transluminal angioplasty of the left proximal subclavian artery. The patient was transferred to the intensive care unit where ischemia was noted in the right leg. Ultrasonography confirmed an occlusion of the right common femoral artery. Surgery was performed a foreign body consistent with the angio-seal anchor was removed from the patient's common femoral artery and a thromboendarterectomy was performed. Post-procedure, the dorsalis pedis pulse was palpable.

Manufacturer narrative:
A final report will be submitted when the investigation is complete.